Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparascopic cholecystectomy according to the reporter: when the endoclip is inserted into the cannula the seal of the cannula breaks off and enters the patient. The seal remains in the patient.